Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a chip at the aperture of the distal end. The issue was found during preparation for use in an unidentified procedure. The device was returned for evaluation. During the device evaluation, foreign material was found in the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Sthe device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak between the scope cover and the scope body due to wear of the scope cover packing, the switchbox was scratched, the scope connector case was dented, the distal end insulation inspection failed due to a burn on the camera cover, the camera cover was cracked, and the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the insertion tube could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.